Event description:
In surgical laser, flow error during laser use. We are unaware about delay on treatment or pt injury.

Manufacturer narrative:
Peltier control board failure. Electronic component failed. Replaced control band. Equipment restored to full functionality.